Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it had remained implanted in the patient. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. Per imaging evaluation, the pre-procedural patient anatomy imagery revealed the native aortic annulus was calcified. There was also a pre-existing mitral surgical valve observed in close proximity of the left ventricular outflow tract (lvot). The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve malposition that possibly contributed to the patient's death has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As reported, "the valve was deployed lower than anticipated at a 60/40 (aortic/ventricular) position on the left coronary cusp (lcc)." Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, device interaction with pre-existing implant, and movement of the delivery system by the operator. In this case, it was reported that the "mitral surgical valve was positioned very close to the left ventricular outflow tract (lvot)". This proximity may reduce the available area for transcatheter heart valve (thv) deployment and increase the likelihood of device interaction during deployment, potentially contributing to the 60/40 (aortic/ventricular) position. As such, the available information suggests that patient factors (proximity of the mitral surgical valve to the lvot) may have contributed to this complaint event. Regarding the paravalvular leak (pvl) that may have possibly contributed to the patient's death, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that patient factors (pre-existing surgical mitral valve and significantly calcified aortic native annulus) in combination with procedural factors (valve malposition) may have caused or contributed to the pvl. Although the pvl appeared stable and no re-intervention was indicated during follow up, it was reported that the patient died approximately 16 days post tavr. Despite multiple investigational attempts, the cause of death remains unknown. As moderate to severe pvl is a clinically significant condition that can potentially contribute to hemodynamic compromise or heart failure, the death cannot be completely disassociated from the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), the patient had a pre-existing mitral surgical valve. During the transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra valve, the 23 mm commander delivery system balloon interacted with the pre-existing mitral surgical valve posts during deployment of the 23 mm sapien 3 ultra valve in the aortic position. The valve was deployed lower than anticipated at a 60/40 (aortic/ventricular) position on the left coronary cusp (lcc). Post valve deployment, a mild leak was observed on angiography, while the leak was trace to mild on echocardiography. A decision was made to not post-dilate the 23 mm sapien 3 ultra valve. Implantation of a second valve was also not considered due to possible disruption of the pre-existing mitral surgical valve. The patient tolerated the procedure well. Subsequently, on the post-implant transthoracic echocardiogram (tte), mild paravalvular leak (pvl) was noted. Additional tte imaging in the days following the tavr procedure revealed potentially moderate to severe pvl. At this time, it was believed that the pvl was not worse than initially assessed post-implant, nor was any re-intervention deemed necessary. It was determined that if the patient's condition did not improve or began to show signs of congestive heart failure (chf), the pvl would be assessed further by transesophageal echocardiogram (tee) and right heart catheterization. Additional information was received from the fcs revealing that the planned valve deployment position was 90/10 (aortic/ventricular) in order to avoid the mitral surgical valve posts. Regarding the interaction between the commander delivery system balloon and the mitral surgical valve, the distal tip of the commander delivery system balloon had bent and pushed the mitral surgical valve posts during valve deployment. The perceived root cause of the interaction was the mitral surgical valve was very close to the left ventricular outflow tract (lvot). Approximately 16 days after the tavr procedure, the fcs was informed that the patient had passed away. The exact date and cause of death are unknown. It was indicated prior to the patient's death that a transesophageal echocardiogram (tee) was performed to evaluate the pvl and valve position. Imagery was received for evaluation. A review of the imagery revealed the native annulus was significantly calcified.

Manufacturer narrative:
The investigation is ongoing.